Event description:
(B)(4). I began experiencing full body joint pain as well as severe headaches. I was diagnosed shortly ther after with psoriatic arthritis which had never been an issue for me in 33 years. I now have permanent joint damage and have had to undergo physical therapy. Restless leg syndrome and irritable bowel syndrome has since been added to my list of autoimmune disorders.